Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from the air vent of a vented paclitaxel set. This occurred during infusion of trastuzumab emtansine. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a video of the sample was provided for evaluation. The actual unit¿s video was visually checked and the unit was leaking through the blue air vent of the spike. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.